Event description:
In 2001 - a dental implant was placed in tooth location #26. Four years later the abutment screw broke inside the implant. 2005 - the implant was removed from the pt's mouth. In 2006 - the clinician's assistant was contacted. She stated the pt's implant was removed because the abutment screw had broken inside the implant and could not be retrieved. The pt was seen post-operative in 2005 and was doing fine.